Event description:
Due to infection the implants were removed and replaced with triathlon ts implants.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-200, lot s9sns, description: tri prim cem fxd bplt #2. Cat 5550-g-298, lot 13nk, description: tri symmetric x3 patella. Cat 5510-f-302, lot ebcnn, description: tri cr fem comp #3 r-cem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the patient wanted to keep them. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Due to infection the implants were removed and replaced with triathlon ts implants.